Event description:
During an antegrade nailing procedure the surgeon was reaming the right tibia and the medullary reamer head broke in the canal. Upon removal of the instrumentation the flexible shaft was discovered broken at the junction of the reamer head as well. Surgeon removed the pieces from the canal with three small pieces remaining in the right tibial canal. Surgeon noted the pt's bone was extremely hard. This is two of two reports for this event.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.